Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 5.5 cm to 6.0 cm and 15.4 cm to 16.1cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.